Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device (or photo/video) was not returned to edwards lifesciences for evaluation, for this reason a limited investigation was performed. A review of the device history record (DHR) review of the most relevant work orders for the reported event was done. The DHR review did not reveal any issues that could have contributed to the reported event. Review of the complaint history revealed that the occurrence rate for ¿balloon burst¿ for the commander delivery system did not exceed the july 2015 control limit for this trend category. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was unable to be confirmed, as the product was not returned; however, it appears to be a result of severe root and annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, near maximum inflation the delivery system balloon ruptured and the valve appeared under-deployed on the ncc and lcc side. Echo revealed a moderate to severe leak. The valve was post-dilated with a bav and the leak was reduced to mild to moderate. The patient was extubated and transferred to the ICU in stable condition. The balloon burst was attributed to severe root and annular calcification.